Manufacturer narrative:
On 10/09/2015 intuitive surgical, inc. (Isi) contacted the site's robotics coordinator to obtain additional information regarding the reported event. According to the robotics coordinator, the surgeon was performing dissection of unspecified tissue using the permanent cautery hook (pch) instrument when the surgeon observed small sparks coming from the instrument's wrist. The robotics coordinator indicated that there was no report of any intra-operative collisions with any other instrumentation during the surgical procedure. The robotics coordinator indicated that the pch instrument had been in use for approximately 30 minutes at the beginning of the case when sparking was observed. The pch instrument was removed and a replacement instrument of the same type was installed to complete the planned surgical procedure. According to the robotics coordinator, there was no harm to the patient and the patient did not experience any post-surgical complications as a result of the instrument sparking and no fragments from the instrument fell into the patient. According to the robotics coordinator, it was his belief that the wrist of the instrument was wet, causing the instrument to spark. The robotics coordinator indicated that the pch instrument was not inspected prior to use. Isi recommended to the robotics coordinator that the site inspect all isi instruments and accessories prior to use as documented in the isi's instruments and accessories user manual. There is no video recording of the planned surgical procedure and the pch instrument has been discarded.

Manufacturer narrative:
The permanent cautery hook instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci angular hernia repair procedure, arcing from the permanent cautery hook instrument occurred resulting in melted plastic. There was no report of any patient harm and the planned surgical procedure was completed.